Manufacturer narrative:
.

Event description:
On (B)(6) 2013 it was reported that the patient went to see the physician to have the device turned on; however, upon interrogation, diagnostics showed an end of service condition. The physician stated that the only cause for this she could think of, was electrocautery. Follow up found that battery life was showing as ok on (B)(6) 2013 and electrocautery was only used before the generator was placed in the pocket. Attempts were made for additional information; however, they were unsuccessful. No additional information has been received.